Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Olympus field service engineer visited the user facility and found that there was small foreign material on the electrical connecter. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the communication failure by adhered residue. Omsc also surmised that the adhesive residue was due to user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Olympus field service engineer visited the user facility and confirmed the device. Olympus field service engineer could not confirm the reported phenomenon. However, olympus field service engineer found that there was small foreign material on the electrical connecter. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that error b30 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.